Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe from lot 1908350, and 1 syringe from lot 1909357 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have received a complaint from our customer regarding 50ml syringe leaking."

Manufacturer narrative:
Correction. H6: imdrf annex d grid: d15: cause not established.

Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe from lot 1908350, and 1 syringe from lot 1909357 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have received a complaint from our customer regarding 50ml syringe leaking".

Manufacturer narrative:
H6: investigation summary: no physical samples were received, however, one photo sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs could be observed, there was no visible damage or molding defects that could have caused a leak. A device history review was performed for the lots 1909357 and 1908350, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were identified during manufacturing for lots 1909357 and 1908350. Based on the quality team's investigation, we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908350. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-16. Medical device lot #: 1909357. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-27. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe from lot 1908350, and 1 syringe from lot 1909357 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have received a complaint from our customer regarding 50ml syringe leaking"